Event description:
It was reported that there was oversensing of noise on this right atrial (ra) lead and shock channels of this implantable cardioverter defibrillator (ICD) system. This resulted in inappropriate atrial tachy response (atr) episodes. The physician believed that this was due to ra lead integrity, which was a non-(B)(6) product. Lead revision has been scheduled. Technical services (ts) provided reprogramming recommendations as troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).